Event description:
The customer reported that the device displayed a power supply failure error message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed a power supply failure error message. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is completed.